Event description:
Low battery was reported. The device was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Some of the information received was in a foreign language, without translation. A follow up report will be sent when the translation is complete.